Event description:
On 16-feb-2026, a sales representative reported via email that an ar-1588btb-ib tightrope ii btb was found to have the suture bunched and not appearing as expected after the implant was prepared. During the procedure on (B)(6) 2026, the construct failed to properly tension, causing the button to pull back out through the skin rather than tensioning against the femur. The implant was removed from the patient. No patient harm was reported. Additional information was received on 25-feb-2026: this occurred during an acl reconstruction procedure. The case was completed using a replacement ar-1588btb-ib tightrope ii btb implant. There was a 30-minute case delay, and an additional 30 minutes of anesthesia were administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.